Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 118, 90, 107, 95 and 100 mg/dl. The customer¿s expected am fasting blood glucose test result is < 90 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the high results she had contacted her doctor on (B)(6) 2024. Customer stated she had a doctor's appointment on (B)(6) 2024 to discuss why her blood glucose test results are higher than when she was diagnosed with gestational diabetes 4 months after giving birth. Customer's blood glucose was taken at the lab and customer stated the result was significantly lower; lab result was not provided. The doctor felt the true metrix air meter was reading high and prescribed a new meter for the customer. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 04/19/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 118 mg/dl, date: on (B)(6) 2024, time: 10:56 am fasting. Result 2: 90 mg/dl, date: on (B)(6) 2024, time: 8:49 am fasting. Result 3: 107 mg/dl, date: on (B)(6) 2024, time: 10:51 pm non-fasting. Result 4: 95 mg/dl, date: on (B)(6) 2024, time: 9:02 am fasting. Result 5: 100mg/dl date: on (B)(6) 2024, time: 9:00 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 05-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who requested assistance with performing control test (result within range). Customer had also performed a blood test and obtained result of 89 mg/dl pm non-fasting; customer did not indicate concern with the result obtained.

Manufacturer narrative:
Sections with additional information as of 29-aug-2024: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.